Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2019 with the following findings: on investigation, the pump powered on with normally-functioning vibration. The pump was exercised without duplication of the alleged constant vibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue; the pump was allegedly experiencing continual vibration without a known cause. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.